Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand- assisted sigmoid procedure, when the surgeon was inserting his hand, the seal tore. Another device was pulled and the device was torn when it was removed from the box. A third device was used to complete the case with no pt consequence.